Event description:
The customer reported that they could see the visual alarms but could not hear any audio alarms on one philips information center ix (pic ix) central station. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The philips remote service engineer (rse) assisted the customer and confirmed the reported issue. The rse confirmed with the customer that the external speaker was not attached and not present at the central station. It is unknown how the speaker became disconnected. The rse instructed the customer to find the speaker and reconnect the speaker to the central station. The customer confirmed resolution of the issue. The device remains at the customer site and no further investigation or action is warranted at this time.